Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. The customer contact reported that at the beginning of the therapy, the tubing set leaked "beneath the clave port on the secondary port on the cassette itself." The solution that leaked was cleaned up according to the facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.